Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the unit is having a speaker malfunction error. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did produced sound. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.